Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with that before use of the bd pegasus¿ safety closed IV catheter system, a nurse found a black spot on the prn of the product before use. There was no report of injury or medical intervention.

Event description:
It was reported with that before use of the bd pegasus safety closed IV catheter system, a nurse found a black spot on the prn of the product before use. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7356257, our records show it was manufactured january 2018. Additionally this is the only instance of foreign matter being found in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample was provided for the purpose of aiding our quality engineer's investigation, bd engineers were unfortunately unable to identify the foreign material in your complaint during the evaluation of the returned device. Without the ability to observe the foreign material bd engineers were unable to determine the root cause for this complaint. Bd will continue to track and trend for this issue.